Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8107452. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that when the regulator was opened, the bd intima-ii¿ closed IV catheter system needle leaked during use and was pulled out. The catheter was found kinked and was replaced as a result. The patient was being injected with medication "due to perioperative". The following information was provided by the initial reporter, translated from chinese to english: "at 12:30 on (B)(6) 2019, the nurse used the medication due to perioperative , and the indwelling needle was well punctured, the needle was pushed back and the blood returned well. When the regulator was opened, the subcutaneous bulge leaked, and the indwelling needle was issued after the needle was pulled out. It found that there was kinked and leakage, immediately replaced the new venous indwelling needle with a new puncturing for the patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the regulator was opened, the bd intima-ii¿ closed IV catheter system needle leaked during use and was pulled out. The catheter was found kinked and was replaced as a result. The patient was being injected with medication "due to perioperative". The following information was provided by the initial reporter, translated from (B)(6) to english: "at 12:30 on (B)(6) 2019, the nurse used the medication due to perioperative , and the indwelling needle was well punctured, the needle was pushed back and the blood returned well. When the regulator was opened, the subcutaneous bulge leaked, and the indwelling needle was issued after the needle was pulled out. It found that there was kinked and leakage, immediately replaced the new venous indwelling needle with a new puncturing for the patient."